Event description:
A caller reported damage to the pump's usb port, which affected the ability to charge the pump, although the pump had not shut down. The caller declined to provide information regarding an impact on blood glucose levels, so it was not reported. Technical support arranged for the pump to be replaced, instructed the caller on putting the pump into storage mode, and advised returning the damaged pump within ten days using a prepaid label. The customer confirmed understanding and would continue using the current pump until the replacement arrived.